Event description:
It was reported that a user experienced a rapid decline in blood glucose after a usual lunch bolus announcement while using an ilet system with a dexcom g7, with the glucose nadir reported at 44 and subsequent self-treatment with approximately 8 oz of juice leading to recovery; education and troubleshooting were provided, including rechecking in 15 minutes and use of fast-acting carbohydrates. Symptoms included hypoglycemia without reported neuroglycopenic manifestations or loss of consciousness. Outcomes included transient hypoglycemia that resolved with oral carbohydrate, with no injury and no hospitalization. Investigation included review of the event description and user report, along with troubleshooting and education. Investigation of this case revealed no confirmed device malfunction or component failure and a cause could not be determined based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.